Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) never worked since implant and the ins was replaced to resolve the issue. There were no reported issues with the revision, and the patient recovered completely. It was noted that the ins was placed with a non-rechargeable ins. There were no reported patient symptoms. If additional information is received, a follow up report will be sent. The patient's indications for use included failed back surgery syndrome.

Manufacturer narrative:
Analysis of the implantable neurostimulator found the battery had a reduced capacity due to overdischarge. The last recharge was (B)(6) 2011. A physician mode recharge was done and the ins was restored and it then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.